Event description:
It was reported that stent damage occurred. The target lesion was located in the highly calcified, diseased proximal circumflex artery. The physician successfully deployed a 2.25x28mm promus element plus stent in the mid distal circumflex and then deployed a 2.75x12mm promus element plus stent in the proximal circumflex artery. The stent balloon was used to post dilate the overlapped portion of the deployed stents. A non-bsc ivus catheter was then advanced for a post implantation intravenous ultrasound however, resistance was encountered during the crossing of the 2.75x12mm stent. Ivus was completed and found that the stent was well apposed and correctly sized angiographically. Everything was then removed and the procedure was completed. However, during review of the film the following day, the superior portion of the implanted 2.75x12mm stent was noted to have shortened and deformed. The flow was still timi iii and to this day there have been no negative clinical impact to the patient.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).